Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that chronic noise was observed on the right atrial and right ventricular chambers of the patient's pacemaker. Over time the noise became worse. A pacemaker header issue was believed to be the source of the noise. The device was explanted and replaced. After device replacement, lead testing revealed no noise on both chronic leads. The patient was discharged.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and punched right ventricular and right atrial septums with traces of blood on the set screws were observed. No electrical anomalies were found.